Event description:
Ventilator was called to biomed for service because while it was on a patient the screen blacked out and it stopped working. When we biomed got the unit it was alarming, but we found that the battery connector was disconnected, which might explain why it may have shut off. Here is the interesting part. When the unit was powered back up we looked into the event log and found that there was a gap for 10 days as if the vent had never been used during that time.======================manufacturer response for ventilator, newport (per site reporter).======================they could not explain what has occurred and are looking into this with their engineers to figure it out.